Event description:
The blister resulted from burn from the thermacare patch [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip), device lot number: t48939 10/17, expiration date: sep2020 06:24, from (B)(6) 2018 at 1 patch daily for pain in back and hip. The patient medical history was not reported. There were none concomitant medications. The patient stated on 24jan2018 she purchased a box of wraps and wore one that night and had no issues. On (B)(6) 2018 she took the remaining wrap from the box and put it on before leaving the house. Upon returning home about 4 hours after she was repositioning the wrap and noticed some marks where the wrap had been placed. She has red welts and blistering on her side where the wrap was placed. The blister resulted from burns from the thermacare patch. The patient said she has never had issues with this product before. The action taken in response to the events for thermacare heatwrap was dose not changed. The patient was not hospitalized and did not receive any treatment in response to the events. The outcome of the events was resolved in 2018. Additional information has been requested and will be provided as it becomes available. Follow-up (29jan2018): new information received from a contactable consumer includes: device lot number and expiry date. Follow-up (16feb2018): new information received from a contactable consumer includes: device start date, dose, indication, action date. Added event "the blister resulted from burns from the thermacare patch". The case upgraded to serious. Company clinical evaluation comment based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "welts and blistering" from a wrap. The cause of the "welts and blistering" are inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date.

Event description:
Event verbatim [preferred term] the blister resulted from burn from the thermacare patch [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: t48939, expiration date: sep2020) from 27jan2018 at 1 patch daily for pain in back and hip. The patient's medical history was not reported. There were no concomitant medications. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated on (B)(6) 2018 she purchased a box of wraps and wore one that night and had no issues. On (B)(6) 2018 she took the remaining wrap from the box and put it on before leaving the house. Upon returning home about 4 hours after she was repositioning the wrap and noticed some marks where the wrap had been placed. She has red welts and blistering on her side where the wrap was placed. The blister resulted from burns from the thermacare patch. The patient said she has never had issues with this product before. Action taken in response to the events for thermacare heatwrap was dose not changed. The patient was not hospitalized and did not receive any treatment in response to the events. The outcome of the events was resolved on an unspecified date in 2018. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "welts and blistering" from a wrap. The cause of the "welts and blistering" are inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Additional information has been requested and will be provided as it becomes available. Follow-up (29jan2018): new information received from a contactable consumer includes: device lot number and expiry date. Follow-up (16feb2018): new information received from a contactable consumer includes: device start date, dose, indication, action date. Added event "the blister resulted from burns from the thermacare patch". The case upgraded to serious. Follow-up (12mar2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.